Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was successfully implanted. The patient was discharged. Transesophageal echocardiography (tee) performed post implant on (B)(6) 2022 confirmed no thrombus noted on the closure device. In (B)(6) 2024, the patient had a mitral clip placed. On (B)(6) 2024, the patient was schedule for a cardioversion. A tee was done prior to the cardioversion and confirmed a thrombus on the closure device. The cardioversion was not completed. The patient was ordered to resume anticoagulation medication (eliquis), and a repeat tee will be completed in two (2) months.